Manufacturer narrative:
Based on the provided information it has been determined that this event is associated with an off-label application. A review of the packaging insert included with the device at the time of manufacture, indicated: femoral components: femoral components are designed in right and left configurations and are available in cruciate retaining (cr), cruciate sacrificing (posteriorly stabilized ¿ ps) and total stabilizing (ts) designs. Optional femoral pegs are available for use with the ps and ts femoral components. The following table contains a list of abbreviations that are used on howmedica osteonics corp. Product labeling.

Event description:
Vr from tekno reported that an incorrect implant was inserted during a knee replacement. The case was for a right knee but a left was implanted in error. A tekno rep was present at the procedure and brought the implants into theatre. Vr reported that the rep called out the details including that it was a left, the circulating nurse then did the same, also calling out a left and so did the scrub nurse. Vr reported that the surgeon implanted and it was only after the case was completed and the patient was closed that the error was noticed. (B)(4) are following up with tekno to obtain additional details and to verify if the patient has already been revised. Lot / product code and patient details to be confirmed.

Event description:
(B)(6) reported that an incorrect implant was inserted during a knee replacement. The case was for a right knee but a left was implanted in error. A (B)(4) rep was present at the procedure and brought the implants into theatre. (B)(6) reported that the rep called out the details including that it was a left, the circulating nurse then did the same, also calling out a left and so did the scrub nurse. (B)(6) reported that the surgeon implanted and it was only after the case was completed and the patient was closed that the error was noticed. (B)(6) are following up with (B)(4) to obtain additional details and to verify if the patient has already been revised. Lot / product code and patient details to be confirmed.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown knee implant. Additional information has been requested and if received will be provided in a supplemental report. Not returned.